Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump began to beep and vibrate repeatedly when the pump was plugged into a computer usb port, signaling that the pump was repeatedly initiating charging and stopping charging. There was no adverse impact to the customer's blood glucose level. When speaking with tandem technical support, the issue was no longer occurring; therefore, the customer declined to provide additional information regarding the issue and declined assistance from tandem technical support.